Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload came out of end of device. A new instrument was opened and experienced same result of reload coming out of end of device. Third device worked properly. Case completed with another device of the same product code. Had to x-ray to make sure pieces were not left intra-abdominally.